Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had heavy calcification, especially at the left coronary cusp (lcc). A pre-implant balloon aortic valvuloplasty (bav) was therefore performed. The valve was recaptured twice, and an infold occurred during deployment. The valve was removed and replaced. The replacement valve was implanted successfully, and required post-dilation due to the heavy calcification. No adverse patient effects were reported.

Manufacturer narrative:
Updated d.9, h.6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit jar filled with 0.2% glutaraldehyde solution. All leaflets were flexible and intact; no damages were observed. All leaflets appeared partially closed. Remnant bloody host tissue was noted on the commissures. All commissures were intact. No damages or anomalies were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To simulate the reported event of infolding observed during recapture and deployment, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no frame anomalies were noted. The valve continued to be deployed up to the point of no recapture without issue. At this point, the valve was recaptured and fully retracted; no issues or anomalies were observed. A complete deployment of the valve was performed; no anomalies were noted. Conclusion: the device history record and frame record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: eight media files were provided for review of the event description above. Fluoroscopy valve load inspection was performed and misload is evident, defined by an overlap involving 4 nodes. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was attempted to be implanted resulting in an infold during deployment. There is evidence of recaptures which worsen the severity of the infold. Of note, recapturing an infolded valve will not resolve the infold. Of note, a pre balloon aortic valvuloplasty was performed before the valve was attempted to be implanted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information provided, the infold was likely related to the misloaded valve. It was reported that the valve had been loaded correctly and that the infold occurred upon deployment. However, images provided for review confirmed the valve had not been loaded correctly and should not have been used for implant. There was also evidence of recaptures which worsened the severity of the infold. It was also possible that calcification contributed to the infold. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the image review confirmed a misload which lead to the infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a misload was not identified prior to the infold. The infold was first observed at the third recapture. It was reported that the valve was recaptured twice due to the position of the valve. The first and second attempt at deployment resulted in the valve position being to high, during the third deployment, the valve was to deep. Approximately a four to five minute delay occurred as the replacement valve was loaded and crimped.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.